Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging an apply sample issue. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.